Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the basilar artery with a max diameter of 7mm and a 5.2mm neck diameter. The landing zone was 4.7mm distally and 5.0mm proximally. It was noted the patient's vessel tortuosity was normal. The angiographic result post procedure was good. It was reported that during the aneurysm surgery, the ped tip could not be opened. Later, another fd was used and the patient was fine. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the distal section of the pipeline did not open. The pipeline was not placed in a vessel bend when it failed to open. There were no additional steps or other devices attempted to open the pipeline.

Manufacturer narrative:
Product analysis #(B)(4): equipment used: video inspection system (m-78210), ruler 200cm (m-83361). As found condition: the pipeline flex shield embolization device and xt-27 catheter were returned for analysis within shipping box; within a plastic bio-pouch; within an opened pipeline flex shield inner pouch; and within a dispenser coil. The pipeline flex shield pushwire was returned outside the xt-27 catheter. Damage location details: no bend was observed on the pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal end of pipeline flex shield braid was found not opened due to damaged braid. The proximal end of pipeline flex shield braid was fully opened and damaged. No flash or voids molded were observed in the xt-27 catheter hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the analysis findings, the pipeline flex shield was confirmed to have failure /incomplete open at distal as the distal end of pipeline flex shield braid was found not opened due to damaged braid. However, the root cause for damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.